Event description:
Customer reported receiving eight no delivery alarms on the insulin pump in the three days leading up to the call. Customer reported that the no delivery alarms occurred during basal. Customer reported having a blood glucose level over 600 mg/dl earlier in the day of the call. Blood glucose level was 184 mg/dl at the time of the call. Troubleshooting determined that it was likely that the site was occluded. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
One opened and used reservoir, snap cap, and septum were inspected for anomalies and none were found. An occlusion test was run. The reservoir was filled with diluent and connected to a new infusion set and installed into an insulin pump. The reservoir was not occluded.